Manufacturer narrative:
Corrected data: d4 and d10 investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported allegation related to a connector break and mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. Under microscope observation, it was noted that the pump was contaminated. The pump was not functionally tested, per work instruction, due to the contamination that was identified within the pump. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the investigation conclusion code of cause not established was chosen because the tubing and connector were not returned for analysis and contamination was found within the pump. Therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder connector. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder connector. Following the surgery, the patient was stable, improved and the event resolved.